Event description:
The facility's biomed tech reported a fail code 807:01, which occurred during biomed testing. Additional contact info was requested but no add'l contact was idenitified. The biomedical tech stated that there have been no reports on any pt incident involving this pump since the last baxter service event.